Event description:
It was reported that during a procedure, the acuspot mirror fell out. The procedure could not be completed due to this event. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
A work order was performed, a dichroic mirror was replaced and an alignment of the acuspot was performed this was added over fully functional and without restrictions. After the field service engineer replaced the dichroic mirror, the issue was resolved, and the unit was within specification. As a result, the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer. Based on the available information, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that during a procedure, the acuspot mirror fell out. The procedure could not be completed due to this event. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Event description:
It was reported that during a procedure, the acuspot mirror fell out. The procedure could not be completed due to this event. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
A work order was performed; a dichroic mirror was replaced and an alignment of the acuspot was performed this was added over fully functional and without restrictions. After the field service engineer replaced the dichroic mirror, the issue was resolved, and the unit was within specification. As a result, the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer. Based on the available information, the investigation conclusion code selected for this complaint is cause traced to component failure. Correction: block d1 and d4 was corrected with the micromanipulator information. Block d4:h4 the event was unable to provide the upn/lot number of the micromanipulator. Therefore, there is not information related with device manufacturer day. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted.